Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection was performed and no issues were noted. Leak testing was performed and a leak at the connection of the check valve and the manifold housing was observed. The cause of the leak could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system micro-infusion manifold leaked from the connection between the check valve and manifold. This was noted during infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.